Event description:
During a lap cholecystectomy procedure, 3 clips fell out from the device during surgery before the surgeon attempted to fire the instrument. No consequence to the patient. One device returning.